Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis and has been evaluated. The returned device had a cracked bottom case (l-bracket) along with the right plunger case. The event history log review noted an ?invalid syringe size? Error, this error was unable to be duplicated during the syringe verification test. The barrel clamp size pot operated as intended and the size position was within specification when using both quality check (qc) slugs. No actions were taken for the primary concern reported; however, the barrel clamp guide, barrel clamp rod, and barrel clamp spring were replaced. The root cause of the reported complaint was due to user interface. The customer had loaded the syringe incorrectly during the pump?s startup self-test.

Event description:
It was reported the device during preventative maintenance the flange not in correct place / invalid syring size. No patient injury reported.